Event description:
It was reported that a male patient, (B)(6), underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cerebrovascular accident after the ablation completed. The patient was hospitalized. No other information regarding patient status or if additional intervention was required is known. Based on the facts of the case and the physician¿s assessment, the cause of this adverse event is procedure related. This adverse event is considered to be serious and MDR reportable. The complaint device was discarded.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history report (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant medical products: carto system, sn: (B)(4), stockert sn: (B)(4), cool flow pump: sn: (B)(4), soundstar sndstr10g (lot # unk), lasso (lot # unk). (B)(4). Since the lot number is unknown, the full UDI number cannot be provided.